Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra guiding sheath and a guidewire. During the procedure, the distal end of the cat6 became kinked upon insertion into the rotating hemostasis valve (rhv) of the sheath. Therefore, the cat6 was removed. The procedure was completed using an indigo system catrx aspiration catheter (catrx), the same rhv, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.